Event description:
Pt with total knee replacement fell and twisted going up steps during physical therapy. X-ray taken showed spiral fracture of the distal femoral diaphysis approx 8 cm proximal to the total knee with 1/2 to 1 shaft width posterior displacement and mild overriding of 2-4 cm and plate was implanted. About 1 month post implant pt presented with an infection and was returned to the or for irrigation and debridement of the incision. Two weeks later pt felt a sharp pain in her thigh and presented to the ER. X-ray taken shows breakage of the distal third of the plate with overriding plate and fracture fragments, marked posterior displacement and minimal medial displacement of the distal fracture fragment. Pt was returned to the or for revision procedure. Proximal portion of the plate was removed, surgeon reamed then implanted a synthes lateral entry femoral recon nail-ex, three locking bolts, cerclage wire and mtf allograft granules.

Manufacturer narrative:
Additional info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records cannot be reviewed without a lot number.